Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, in the absence of the requested medical documentation, clinical factors which could have contributed to the reported lateral tibial knee pain could not be definitively concluded nor it be concluded this adverse event was a malperformance of the smith and nephew journey tibia base. The impact to the patient beyond the reported lateral tibia knee pain and the subsequent revision cannot be determined since the health status if the patient is unknown. Therefore, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that it provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery was performed on (B)(4) 2022, the patient complained of lateral tibial knee pain. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a journey tibia base np lt sz 2 was exchanged. The implants were noted "well fixed" and had to diligently extract during the removal process. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference case-(B)(4).